Manufacturer narrative:
Complaint conclusion: four months post stenting procedure with two smart control stents to the superficial femoral artery (sfa), it was reported that restenosis was found in the placed stents. The lesion was treated by pta (poba). The patient recovered. At the time of stent implantations, the lesion was heavily calcified and the rate of stenosis was 50-99%. The patient¿s admitting medications are unknown. The patient¿s medical history is unknown. The patient was compliant with antiplatelet therapy. This is a case from (B)(4) smart pms for sfa. (B)(4). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2014-00577.

Event description:
Four months post stenting procedure with two smart control stents to the superficial femoral artery (sfa), it was reported that restenosis was found in the placed stents. The lesion was treated by pta (poba). The patient recovered. At the time of stent implantations, the lesion was heavily calcified and the rate of stenosis was 50-99%. The patient¿s admitting medications are unknown. The patient¿s medical history is unknown. The patient was compliant with antiplatelet therapy. This is a case from (B)(4) smart pms for sfa.